Manufacturer narrative:
Retainer = black. The customer alleged the insulin pump is over delivering causing low blood glucose levels overnight on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. Successfully downloaded the trace/history files using thus and care link upload was successful. No over delivery anomaly noted during testing. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly, motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed the functional testing. Low blood glucose level and over delivery anomaly are not confirmed. The formatted history file list the following manual programmed bolus deliveries for on (B)(6) 2021: on (B)(6) 2021 13:16, bolus wizard, normal bolus amount programmed = 0.3, bolus amount delivered = 0.3, on (B)(6) 2021 18:04, manual bolus, normal bolus amount programmed = 4, bolus amount delivered = 4 and on (B)(6) 2021,19:25, bolus wizard, normal bolus amount programmed = 1, bolus amount delivered = 1. No bolus data available for on (B)(6) 2021. On (B)(6) 2021, 02:34, bolus wizard, normal bolus amount programmed = 1.9, bolus amount delivered = 1.9, on (B)(6) 2021, 11:09, bolus wizard, normal bolus amount programmed = 2.5, bolus amount delivered = 2.5, on (B)(6) 2021, 18:33, bolus wizard, normal bolus amount programmed = 2.2, bolus amount delivered = 2.2, on (B)(6) 2021 21:49, bolus wizard, normal bolus amount- programmed = 0.5, bolus amount delivered = 0.5. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was over delivering insulin. Customer was experienced low blood glucose. Blood glucose at the time of event was 261 mg/dl. Customer was treated with food. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.